Event description:
While doing an appendectomy, the endo gia stapler failed to staple then cut during excision of appendix. Resulting in traumatized tissue at the site. The dr requested rep be called and informed of failure and dangerous situation.